Event description:
User reported false level alarm from level sensor, which can cause the pump to unnecessarily stop or slow. There was no patient harm; however, this type of event is considered reportable.

Manufacturer narrative:
Investigation confirmed the reported fault. The sensor would not function when connecting to qws. The sensor was inventory disposed due to possible liquid ingress causing it to malfunction. Liquid ingress is most likely unintentional exposure of the device outside of its instructed use.